Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
The customer reported that low calcium results flagged <0.5 mmol/l were being generated by the architect (B)(4) and some of these results were reported outside the laboratory. The customer observed an occasional drip from a cuvette washer (laundry) nozzle into a cuvette. An onsite visit by abbott field service (fs) to investigate the issue found a bellows was leaking for an internal probe wash pump. Fs also noticed the reagent r1a probe was out of alignment and the perspex cover for the 1 ml syringes on the detergent pump was installed upside down. The leaking bellows was replaced, the r1a probe position was corrected by calibrating the r1a pipettor assembly, and the perspex cover placement was corrected. No additional reports of erratic results have been received since the bellows was replaced and the r1a pipettor assembly was calibrated. A review of the architect (B)(4) service history identified no additional contributing factors on or around the date of the issue. A complaint review identified no trends or issues for the bellows or the r1a pipettor assembly. A nonconformance review did not identify any nonconformity for the bellows or the r1a pipettor assembly. A review of (B)(4) tracking and trending revealed no issues or trends related to the issue described in this complaint. The architect system operations manual and (B)(4) system service and support manual provide information regarding specimen handling, maintenance, component replacement, result flagging, and troubleshooting the reported issue. Probable causes for erratic results include sample integrity issues, cuvette washer is not functioning properly, and hardware failure for which the customer is advised to contact customer support. The calcium assay package insert addresses specimen collection and handling, expected values, and linearity which is 0.50 to 6.00 mmol/l. The low calcium result issue was resolved by performing troubleshooting and replacing or adjusting parts in accordance with current product labeling. The available information does not reasonably suggest a malfunction of the bellows or r1a pipettor assembly. Based on the investigation performed a deficiency of the bellows, the r1a pipettor assembly, or the architect (B)(4) was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased calcium (ca) results on one patient sample. The results provided were: <0.5mmol/l and then when the sample was repeated the result was normal. The result was reported out of the lab and due to the low value the patient (a child) received treatment. A medical opinion was obtained and a serious injury could not be ruled out, therefore this event will be reportable as an adverse event. There was no additional patient information provided.